Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet bionic pancreas, including an episode with a blood glucose of 50 mg/dl that awoke the user from sleep; the user self-treated with oral glucose and sought guidance on preventing future overnight lows, and education was provided on allowing the algorithm to adapt, avoiding overtreatment, and avoiding preemptive carbohydrate intake before bed. Symptoms included low blood glucose. Outcomes included the need for urgent low-glucose treatment at home with oral glucose without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and pointed to behavioral factors and ongoing algorithm adaptation as contributors to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.